Event description:
An international distributor reported an event where three aeds on site would not power on. It was reported that the ambulance arrived before they tried to use the aeds. Although there was not a report of any impact to the patient based on this incident, this report is being filed as a product problem.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
The cause of the AED not powering on during the rescue attempt on (B)(6) 2024 was related to the AED battery being depleted. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2024 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 1/17/24 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2024 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.